Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2024, the patient was driving to work when she suddenly fainted. This resulted in the patient hitting a building. The patient did not consult with a doctor and was not hospitalized. There was no report of treatment. The patient stated the dexcom did not provide her with any error messages nor was it inaccurate. However, she googled the g7 device and saw that there can be ¿side effects¿ from wearing the g7 device. Therefore, she stated she may have been experiencing unspecified side effects from wearing the g7 device, which caused her to faint. The patient ¿refused to provide other information¿. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.